Manufacturer narrative:
H6: investigation summary : a device history review was conducted for lot number 3136582. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd pegasus plus¿ closed needle protection IV catheter system the needle broke and leakage occurred from the damaged catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient's surgery today, in accordance with medical advice to give the patient preoperative rehydration, tie the indwelling needle puncture process, the needle just stuck into the blood vessel, from the middle of the indwelling needle out of the blood, immediately stop the puncture, pacify the patient, replace the indwelling needle to re-puncture. The patient was immediately stopped, calmed, and the needle was replaced and re-punctured. When the needle was withdrawn, there was a break in the interruption of the needle. Google translation : the patient underwent surgery today, and the patient was given preoperative fluids according to the doctor's advice. During the puncture process of the indwelling needle, the needle just penetrated into the blood vessel, and blood came out from the middle of the indwelling needle. After pulling it out, check that there is a break in the indwelling needle.

Event description:
It was reported while using bd pegasus plus¿ closed needle protection IV catheter system the needle broke and leakage occurred from the damaged catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient's surgery today, in accordance with medical advice to give the patient preoperative rehydration, tie the indwelling needle puncture process, the needle just stuck into the blood vessel, from the middle of the indwelling needle out of the blood, immediately stop the puncture, pacify the patient, replace the indwelling needle to re-puncture. The patient was immediately stopped, calmed, and the needle was replaced and re-punctured. When the needle was withdrawn, there was a break in the interruption of the needle. Google translation: the patient underwent surgery today, and the patient was given preoperative fluids according to the doctor's advice. During the puncture process of the indwelling needle, the needle just penetrated into the blood vessel, and blood came out from the middle of the indwelling needle. After pulling it out, check that there is a break in the indwelling needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.